Manufacturer narrative:
The device was not available; therefore, product testing on the actual device could not be performed. The device identifiers were not provided; therefore, the device history records and complaint history records could not be reviewed. A review of the device labeling was completed. Stent obstruction/occlusion is identified in the labeling as a known inherent risk of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. (B)(4).

Event description:
It was reported that approximately two (2) months following a right eye cataract plus trabecular micro-bypass stent procedure, the patient presented with stent obstruction by an unknown "white substance". The obstruction was treated with yag laser without injury to the patient. Additional information is being requested.

Manufacturer narrative:
Additional information: g3. Correction: d4, h4. The device history records were reviewed for this manufacturing lot and there were no non-conformities found to be related to the reported event. MFR# reference: 20184.

Event description:
Through follow-up the following additional information was received. The stent obstruction was described as partial and yag procedure was performed to address the obstruction. The patient prognosis was reported as ¿good condition¿ with adverse event resolved.

Manufacturer narrative:
The device history records were reviewed for this manufacturing lot and there were no non-conformities found to be related to the reported event. MFR# reference: (B)(4).

Event description:
Through follow-up, the following additional information was received. Reportedly, the partial stent obstruction was treated with yag laser on (B)(6) 2018. The patient prognosis was reported as ¿good condition¿ with adverse event resolved.